Manufacturer narrative:
Device evaluation is currently pending. A follow up report will be submitted upon completion of the investigation. Related submission name: 3025141-2025-00117.

Event description:
During a procedure, after implanting a 50mm ribloc u+ plate, while removing the low-profile primary guides from the plate, a small metal fragment broke off of two guides where the screw driver tip attaches. The primary guides and broken mental fragments were removed from the patient and the procedure was completed without issue. No adverse effect to the patient was reported. Report is 2 of 2.

Manufacturer narrative:
Manufacturing and inspection records were reviewed for rbl2520 ribloc low profile guide assemblies, and no anomalies were found. Two ribloc low profile guide assemblies were visually inspected under magnification. On both devices, the screw was fractured at an angle, along with scratches on the surface of one guide, however, not on the other. The fracture surfaces appears to be brittle, with a uniform dull, rough texture suggesting that this was a single overloading event. T is possible that the guide was overloaded during removal, however, no definitive conclusion can be made. Based on the reported information and device evaluation a conclusion couldnt not be made. Related report 3025141-2025-00117.